Event description:
It was reported that the patient was hospitalized in status epileptics and was then placed into a medically induced coma. It was reported that the patient has tuberous sclerosis. If was later reported that the patient was still hospitalized in the intensive care unit. It was reported that it was decided not to turn the vns on until the patient is slabilized. The patient will undergo an MRI. No additional relevant information has been received to date.